Event description:
It was reported that (1) device was used during a thoracotomy. It was reported by the affiliate that the tct75 instrument locked out and would not fire. More info to follow, concerning this event, from affiliate. 03/21/2000: message from affiliate. There was no adverse consequence to the pt and the case was completed using another instrument.